Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the user observed that the endoscopic camera manipulator (ecm) arm axis 4 was unable to move due to a broken cable. The customer received phone assistance from the technical support engineer (tse). Upon verification, the user stated that the system initially powered on without issue and system functionality was checked. No other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: 1. The issue with the ecm arm was experienced when the procedure was nearly completed. The surgeon completed the procedure without disabling the ecm arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, investigation indicated a defective endoscopic camera manipulator (ecm) arm. Replacement of this part resolved the issue. Following this, the system was further tested and verified as ready for use. Isi has received the ecm for failure analysis and the reported failure (physical damage along axis 4) was confirmed during visual inspection. The a4 mechanical cables will be replaced as a fix.. A procedure log review was performed. Per the review, the following was confirmed: a radical cystectomy w/neobladder procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the ecm arm axis 4 was unable to move due to a broken cable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion or abortion.